Event description:
It was reported that the probe tip was broken during use in surgery. There were no pt complications.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.